Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4)

Event description:
It was reported that the device was used during a thoracotomy upper right lobe. The device was used with the gold reload. The device was opened fired and it cut the tissue, but the staples went everywhere--some formed and some were unformed. Some of the staples were removed and the tissue was repaired. Another device with green reload was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). The analysis found that one (B)(4) device was returned in good visual condition and with a cartridge reload loaded on the device, in addition two cartridges were returned inside the bag. After further analysis of cartridge reload c some b-form staples were noted inside the staple pockets. The device was tested for functionality with test cartridge reloads on the straight and articulated position and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted.

Event description:
Revision due to continued discomfort. X-rays showed the alignment of the components was acceptable and indicated that discomfort was caused by soft tissue issues.